Manufacturer narrative:
(B)(4). Additional information: it was clarified upon follow up with the pd nurse that the patient experienced an inguinal hernia. The cause of the inguinal hernia was unknown; however the pd nurse believed it was worsened due to the fill volume, however; this could not be medically confirmed. The patient was discharged three days after admission. Eleven days prior to receipt of the initial report the patient had outpatient surgery to repair the inguinal hernia. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. Twelve days prior to the receipt of this report, the patient was hospitalized for this event and on an unreported date, underwent the removal of two hernias. Dianeal and extraneal therapies were ongoing. After two days of hospitalization, the patient was discharged. The patient is recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.